Event description:
Total knee arthroplasty performed in 2000. Due to pain, polyethylene bearing component was revised later in 2000. It was noted during revision that bits of cement were visable on notch of polyethylene bearing component.